Manufacturer narrative:
There are no allegations of any system or component failure or malfunction. The patient requested to explant the nalu system due to usability issues relating to mobility in the patient's hands. The patient had participated in a trial phase with nalu prior to implanting the permanent system and the patient elected to move forward with the permanent system after that trial.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 after participating in a trial phase with nalu. The permanent nalu system was implanted with the implantable pulse generator (ipg) in the posterior shoulder area with the leads targeting the cervical nerve to treat neck pain. Patient reported more than 50% pain relief while using the nalu system, however the patient reported having difficulty in using the equipment due to impaired finger mobility. Despite getting pain relief from the system, the patient requested to have it removed due to the usability issues. A ful system explant was performed on (B)(6)2024.